Manufacturer narrative:
Qc data was acceptable. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Phone was provided as "(B)(6)".

Event description:
The initial reporter received questionable vitamin d total g2 elecsys for one patient from the cobas e 801 module. The initial result was >100 ng/ml and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated on (B)(6) 2020 with results of 5.9 ng/ml and 6.21 ng/ml. The reagent lot number was 44689400. The expiration date was requested but was not provided.